Event description:
It was reported that intermittent malfunction alarms occurred. The customer reset the pump to address the issue and successfully resumed insulin delivery. Customer¿s blood glucose level was 190-199 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.